Manufacturer narrative:
(B)(4). A philips field service (fse) contacted the customer to troubleshoot the issue and were able to confirm the issue. The fse was able to provide online assistance to the customer which resolved the issue without replacing any parts. There is no information stating what was done to fix the issue just that it had returned to full functionality. The device remains at the customer site and in use. There have been no additional calls from the customer to report the same failure. No customer communication was requested and/or warranted.

Event description:
The customer reported the horn has no sound. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient.